Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up arrow was unresponsive. The patient reported that about one month ago they were getting ready to move and she realized that the up arrow was not responding, so she took off the pump, and packed it for the move and lost track of it until now. The patient denied damage to the keypad and denied moisture exposure. The patient reportedly wore the pump in an undergarment and does not clean the pump. The patient reported that on (B)(6) 2012, her blood glucose (bg) level was 300mg/dl. The patient stated that the sliding scale that they were using since being off the pump indicated to take 15 units of insulin. The patient treated herself with the bolus and had lunch. She then felt as if her bg was dropping and felt confused and not thinking straight. She was given eight ounces of orange juice and taken to the emergency room. The patient was treated with IV fluids and orange juice in the emergency room. Her bg was 148mg/dl and released few hours later. This adverse event is being ruled out because the patient was off the pump for the past month and on a back-up plan. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.